Event description:
The patient has a sprint fidelis right ventricular (rv) lead and was found on remote monitoring to have an elevated shock impedance > 120 ohms. He has not had ICD shocks for lead noise. He was admitted for rv lead extraction and implantation of new lead, concurrent with explantation of old ICD and implantation of new ICD generator. The patient had a satisfactory outcome. Manufacturer response (as per reporter) for lead, sprint fidelis

Event description:
The patient has a sprint fidelis right ventricular (rv) lead and was found on remote monitoring to have an elevated shock impedance > 120 ohms. He has not had ICD shocks for lead noise. He was admitted for rv lead extraction and implantation of new lead, concurrent with explantation of old ICD and implantation of new ICD generator. The patient had a satisfactory outcome. Manufacturer response (as per reporter) for lead, sprint fidelis